Manufacturer narrative:
This report is filed march 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and infection at the abutment site. Subsequently on (B)(6) 2016, the patient was prescribed topical antibiotics. The implanted device remains.